Event description:
The pump was not returned for investigation after attempting multiple follow-ups to the customer. Therefore, no further investigation could be performed. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.

Event description:
The following has been reported: customer reported: biomed reported: pump had note that service was needed. While testing pump, pump alarmed tubing set problem. Serial# (B)(6). A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was stopped. No adverse effects were reported. Further information is needed to complete the investigation.